Event description:
The reporter, an emt, responded to a person in cardiac arrest with CPR in progress. According to the reporter, the device would not power on and a backup AED was immediately called for. When the backup arrived, the pt was connected to it with disposable defibrillation/ECG electrodes and the analyze button pressed. The reporter stated the backup device alarmed low battery then powered down (medwatch report #3015876-2001-00329). CPR was continued until paramedics arrived with a manual defibrillator. The pt was not resuscitated.